Event description:
The reported description of this complaint notes that the monitor has a defective loudspeaker. There was a speaker malfunction message displayed on the monitor screen. No pt harm was reported.

Manufacturer narrative:
(B)(4). The reported description of this complaint notes that the monitor has a defective loudspeaker. There was a speaker malfunction message displayed on the monitor screen and there was no functional audio. No pt harm was reported. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.